Manufacturer narrative:
Additional information: section a-3b patient gender: female was the answer provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 incision enlargement and sutures. Section h-6 health effect - clinical FDA code: 4581 - eye anatomy issue and incision enlargement. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A weak bag was noted after the non-pre-loaded zkb00model intraocular lens (iol) was fully inserted in the patient's ocular sinister (left eye). The suspect iol was removed during the same procedure and replaced, replacement iol information was not provided. Sutures and incision enlargement were required. Patient status post-procedure was reported as fine. The suspect iol is not available for return as it was discarded. No further information is available.